Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally and that the pump battery gauge unexpectedly increased. There was no reported impact to the customer's blood glucose level. The pump battery gauge was at 55% battery life then the contact plugged the pump and received a notification "power source can't be used" the contact stated that after unplugging and plugging the pump back in to the power source the pump battery gauge displayed a charge of 100%.